Event description:
Boston scientific received information that, during threshold testing with radiofrequency, an unknown cardiac resynchronization therapy defibrillator (crt-d) lost telemetry and continued testing. Technical services (ts) discussed since telemetry was lost, the device did not know to stop. It was noted that the patient was pacer dependant; however, had no adverse patient effects. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
If additional information is received, this report will be updated.